Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of an aneurysm, this coil would not detach using an instant detacher. There was friction reported during delivery of this coil. Prior to this issue, 6 coils were successfully detached through the same micro catheter. It was reported that only one attempt was made with the instant detacher, and when the pushwire was pulled back, the coil was still attached. Upon inspection, the coil reportedly appeared to be frayed. As a result, a second attempt at detachment was not made either with the instant detacher, or by the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The procedure completed with implanted more coils successfully. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation. Device evaluated by manufacturer- additional information. The concerto coil was returned for evaluation and the clinical observation was confirmed. As received the implant coil was found str etched and attached to the pushwire at the bent detach element. The instant detacher was not returned; therefore, any contributing factors from this could not be assessed. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found bent at several locations from the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation, an in-house instant detacher was selected, and 3 attempts were made to detach the implant coil, but the coil did not detach. The pushwire was then intentionally broken distal to the break indicator at the manual detachment location (via hypotube), and the release wire was pulled out from the broken location with resistance, but the implant coil was still attached to the pushwire. The implant coil was then pulled out from the distal tip of the pushwire with resistance. The detach element was found bent. It is likely that the bend in the detach element prevented the release wire from pulling back from the lumen stop when actuation was attempted with the instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.